Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the internal battery was found to be disconnected. The device's internal battery was reconnected to address the issue.